Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) had sounded an audible alert and the patient indicated that the battery of their device is "already weak" after approximately six and half years after implant. Follow up was attempted, but no further information was ascertained. The device remains in use. No patient complications have been reported as a result of this event.